Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the top part of the cartridge leaked. Additionally, it was reported that a minimum fill message occurred. There was no impact to the customer's blood glucose level. A new cartridge was successfully loaded to address the reported issues.